Event description:
Pt alleged that because of their meter not powering on, pt was hospitalized for dka. Sometime in january (date unk), pt was having symptoms of high sugar. Pt tried to test on their meter and it did not power on. Pt mentioned that their meter had not been powering 3-4 weeks prior to that incident and even replaced the batteries 5-6 times. Pt is on a sliding scale, and had been guessing on the insulin intake. Pt was taken to the hospital where their sugar read "hi". Pt was in the ER for about 10 hours and diagnosed with dka. Pt was treated with insulin. Customer service was unable to resolve the issue and sent pt a new meter. Medical affairs sent pt a back up meter since pt tests4-5x a day.